Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/01/2010 that a customer had an issue with an umbilical catheter. The customer states, the catheter started leaking and had to be replaced after dwell time of 5 days. The line was arterial which requires a daily disconnect. The customer stated they fold the catheter back on itself to clamp it off during fluid changes.